Manufacturer narrative:
The device was received for evaluation. Evaluation determined that the device charged coupled device (ccd) housing is loose as well as the scope mounting where the lock is located. Intermittent horizontal streaks on the image were found. It was determined that the faulty ccd is caused by a shortage in a cable causing the intermittent image. The scope was placed for repair. As stated on the IFU and as a preventive measure, the manual states: be sure to prepare another camera head to avoid interruption of the examination due to equipment failure or malfunction. This product may interfere with other medical electronic equipment used in combination with it. Before use, fully confirm the compatibility of this camera head to all equipment with which it will be used.

Event description:
It was reported that the scope mount was loose and produces an offset image on the screen. The issue occurred prior to use. There was no patient involvement on this reported event.

Manufacturer narrative:
This supplemental report is being submitted to provide the review of the device history records (DHR). Please see updated sections: g4, g7, h2, h3, h6 and h10. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on OEM (original equipment manufacturer) investigation of the device return evaluation and the reported issue, the cause of the loss of the image is due to a defective cable. The root cause of the defective cable was likely due to mishandling.